Manufacturer narrative:
The device was not returned to olympus for inspection. However, field service engineer inspected the device and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel errors. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pixel errors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had pixel reduction. The issue was found during inspection for use. There were no reports of patient harm.